Event description:
The pt was dystonia had partial return of symptoms on one side. The battery level was fine (2.52v). Both stimulators were implanted oct '05 with good results until recently. The pt does surf and do water aerobics, very active but no specific incident that led to change in stimulation. Impedence checks on one side programmed to c+, 1-, 2-, 3.6v, 210, 185hz. Impedences were rechecked at 3.0v = c-1=931 ohms, c-2=931, c-3=1406, 1-2=1406.

Manufacturer narrative:
This report is being submitted following an internal audit.